Event description:
It was reported that during procedure for a pulse field ablation (pfa) procedure a faradrive steerable sheath was selected for use, it was noted that after inserting the catheter within the sheath, physician stated the appearance of microbubbles in the flush line and excessive bubbles in aspiration syringe when aspirating the sheath, despite aspirating multiple times. No valve issues were seen or found during the preparation of the device. No air was seen inside the sheath or patient. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned.